Event description:
It was reported that during the procedure to remove the implantable neurostimulator (ins), it was noted that the proximal end of the lead component was "fused" to the patient's skull. As the physician was removing the lead, it pulled out of the extension connection. It was noted that the proximal electrodes were not present and only the bare wires were visible. It was believed that the proximal electrodes were still in the patient's body. Follow up information received reported that the electrodes were destroyed during the removal process and were not available for ana lysis. The patient was reported as doing "fine" and was waiting for another implant per protocol. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Extension: model, serial# unknown, implanted: unknown, explanted: (B)(6) 2012. Lead: model 3387, lot# unknown, implanted: unknown, explanted: (B)(6) 2012. (B)(4).